Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade unknown, pain, hard, and is "high." The device remains implanted.

Event description:
Healthcare professional reported "rupture, capsular contracture baker grade IV, pain, hard, [and] the left side is high" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec and creases flat and device appearance (no openings was found in the device.). No other observations observed in the device. The unit is not rupture based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, d.9, h.3, h.6.